Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported halos and posteriors capsular opacification in an eye following an intraocular lens (iol) implant procedure. The doctor performed a "boltor hole" yag laser, however, the patient continued to experience halos. The physician's colleague believes that it was due to the small ¿cofarlotomia¿ (as reported, it was not possible to understand what it written) extended by the yag laser. There was no improvement. The physician then prescribed ¿failocarpie¿ 1%, 3 times a day and the patient's symptoms resolved. The lens remains implanted.